Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Device not returned.

Event description:
It was reported that the screw fractured.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. A photograph and an x-ray was provided by the customer. The screw fracture was confirmed through the photograph and x-ray. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."